Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a pseudoaneurysm occurred. On (B)(6) 2022, the patient underwent successful placement of a 24mm watchman flx device with complete seal and deployed device diameter of 20.0 mm. On (B)(6) 2022, on the same day post implant procedure, an inguinal hematoma was noted. Physical examination results were unremarkable. Transthoracic echocardiography (tee) revealed no pericardial effusion. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, color-coded doppler sonography revealed a significant pseudoaneurysm on the right thigh originating most likely from the proximal superficial femoral artery due to status post vascular puncture in the inguinal region during the implant procedure. There was no evidence of an av fistula in the right inguinal region. In response to event, compression bandage was applied. On (B)(6) 2022, post conservative therapy (compression bandage for 24 hours), an open surgical suturing of the right femoral artery was performed in response to the event. The drainage was pulled after one day by the vascular surgeons. Post-surgery, the hemoglobin values were stable. On (B)(6) 2022, the event was considered as resolved. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). The patient was recommended for an outpatient follow-up visit to the primary care physician on (B)(6) 2022 for follow-up laboratory tests and removal of the staples in the right inguinal region.